Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pancreas surgery, the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire. A new handle and reload were used to resolve the issue and complete the case. There was no patient injury.